Event description:
It was reported to boston scientific that a suturing cinch was used in an esd procedure on (B)(6) 2025. When deploying a suturing cinch, there was a resistance, and it was impossible to use that cinch because the physician felt resistance and finally broke. No patient complications were reported as a result of the event. Procedure completed with an alternative device.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Device analysis: the overstitch cinch was returned for analysis with the cinch loaded. No damages were found. The functional test related to the deployment of the cinch was performed by actuating the handle, the cinch was deployed, and no issues were found. Based on this information, the as reported code of cinch failure to deploy is unable to be confirmed because during the product analysis there was not objective evidence to confirm the reported failure. With all the available information, boston scientific concludes that the most probable cause assigned is no problem detected.

Event description:
It was reported to boston scientific that a suturing cinch was used in an esd procedure on (B)(6) 2025. When deploying a suturing cinch, there was a resistance, and it was impossible to use that cinch because the physician felt resistance and finally broke. No patient complications were reported as a result of the event. Procedure completed with an alternative device.